Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. Engineering found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During central processing, the user facility identified a broken cable on the fenestrated bipolar forceps instrument . Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.